Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-feb-2023. Investigation summary: customer returned 7 used pen ndl 32g 4mm pro pen needle loose. It was reported by the consumer that the hub was difficult to tighten onto the pen. All 7 pen needle were visually examined using magnification and found one pen needles with pe bent, 7 with no damages. All the pen needles have been examined using microscope for needle point integrity and no issues were observed. No debris was found at the tip of any of the needles. Functionality test have been performed on all the pen needles and no issues were found with insulin leaks, difficult to attach/detach. Lastly, each of the needles were applied to a skin analog and no bending of the cannula was observed after use. No damage to the needles of any kind was observed and all functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause cannot be determined as the issue us unconfirmed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) it was difficult to attach the pen needle. There was no report of patient impact. The following information was provided by the initial reporter: consumer also stated that the needle hub does not line up with the insulin pen, making it difficult to tighten onto the pen.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) it was difficult to attach the pen needle. There was no report of patient impact. The following information was provided by the initial reporter: consumer also stated that the needle hub does not line up with the insulin pen, making it difficult to tighten onto the pen.